Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they tried to deliver a bolus, they received a no delivery alarm. The customer's blood glucose at the time of incident was 435 mg/dl. Troubleshooting was conducted. Customer was advised to change set and return for analysis. Customer declined to return sets for analysis. The customer was advised to call back if issues returns.